Event description:
It was reported that the patient had another implantable neurostimulator (ins) placed, but that one did not work either and was subsequently removed.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since (B)(6), 2008. If additional information is received, a follow-up report will be sent.

Event description:
After additional review, the patient currently had leakage 2-3 minutes after voiding and had one incontinence episode last week. There was no indication that the patient was re-implanted after the device removal. The device registration system (drs) only showed the patient as having one implantable neurostimulator for urinary symptoms.

Manufacturer narrative:
(B)(4).